Manufacturer narrative:
(B)(6). The device was manufactured march 4, 2017 ¿ march 7, 2017. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor overinfused. The reporter stated that the device completed infusion in 4 hours instead of the expected 24 hours. The device had been filled with 6000mg fluorouracil in 120ml 0.9% sodium chloride solution. There was no report of patient injury or medical intervention associated with this event. No additional information is available.